Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer had a prime rewind anomaly with their reservoir. Customer reported losing 20 units of insulin during the prime process. The customer stated insulin was squirting out of their insulin pump during the manual prime process. The customer's blood glucose was 150 mg/dl. Customer also stated insulin continued to drip after the act button was released. Troubleshooting found the motor on the customer's insulin pump slowed down and numbers ramped up on their screen. The customer also reported changing their infusion set resolved the issue. Customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.